Event description:
The user stated he had three pt results that were low for alkaline phosphatase on the cobas 6000 and repeated higher on the integra 800. Sample 1 result was initially 12 u per l and repeated as 94 u per l on the integra. Sample 2 result was initially 13 u per l and repeated as 96 u per l on the integra. Sample 3 result was initially 22 u per l and repeated as 224 u per l on the integra. The user confirmed that none of the discrepant pt results were released. The field service rep was unable to determine a cause. He replaced the squeegees, cleaned the vacuum system and replaced the valve assembly for the syringes. He observed proper functionality during calibration, qc and precision runs.